Event description:
Additional information was received clarifying oversensing noted on the device was post-paced t-wave oversensing (pptwos). Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time.

Event description:
It was reported that during a remote follow up, oversensing was noted on the device. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.